Manufacturer narrative:
The generator was not returned to the service center for evaluation. The DHR review showed, that the device was manufactured according to valid instructions and met all specifications. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the generator prompted an ¿e433 footswitch error¿ message. There was no patient involvement reported. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: d8, d9, g3, g6, h2, h4, h6, and h10. While the device was not returned to olympus for evaluation, the issue as reported by the customer is evaluated as plausible. According to the customer, the device showed an error e433. As the device was not returned, it is unclear which type of failure led to the error message. According to the sn (B)(6), the generator was manufactured on 27.04.2016 and was sold on 21.06.2016. Cause: the error message e433 will cause the generator to restart. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: 1. The user activates the foot switch while the generator is booting up (temporary fault caused by user action). 2 a defective footswitch (temporary fault). This failure mode was addressed with a CAPA 147p-017, implemented on (B)(6) 2015. 3. The generator is used in combination with a defective foot switch (temporary error, defective reed contact). 4. The cable connecting the hvps and the generator board is defective (temporary or permanent fault). 5. A hvps board is defective (permanent fault). 6. The generator board is defective (permanent fault). 7. A defective motherboard (adc, permanent fault). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced in mid-(B)(6) 2020. In addition, r&d is currently conducting an in-depth investigation of hvps boards with error message e433.